Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported that the managing physician did a catheter port procedure, which the catheter was successful and patent. The doctor also did a bolus to see if the patient had therapeutic effects, which was successful. The logs were checked on the pump and no motor stalls occurred. It was noted they went for a catheter revision/exploratory surgery today ((B)(6) 2024) and in preop, the impending physician, managing physician, rep, and the patient all had a discussion on how the patient was doing better and has not had any withdrawal symptoms in the past week. At this point, there was no reason to go in to do a catheter revision when there was no issue that was found. The decision was made to put this on hold, as of now, because the patient was ok, alert and back to normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for an unknown indication for use. It was reported that the patient had seizures directly after pump replacement surgery. It was reported that the patient had rebound spasticity. It was reported the logs were checked and the pump was actively working properly but the patient had severe spasticity return. There were no known environmental/external/patient factors that may have led or contributed to the event. It was reported that during the replacement a catheter access procedure was performed and cerebrospinal fluid (csf)/baclofen was able to be pulled back from the old catheter. The old catheter remained in place and aspiration through the catheter port was again successful through the new pump. It was reported on the morning of the report that the patient was doing a bit better and a magnetic resonance imaging(MRI) was ordered but the patient had decided to leave against medical advice. The issue was not resolved at the time of this report and the patient's status was asked but unknown. The patient's weight and medical history were asked but unknown. (B)(6) 2024 fu-mpxr-1137169 (hcp, rep) additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the hcp spoke with the patient today and the patient was ok and back to baseline as they were before their re placement procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare providers via the company representative who reported that the managing healthcare provider had done a catheter access port on this patient¿s pump because patient was still experiencing spasms and symptoms after surgery. The patient went back to baseline after having seizures in the hospital postop as well as spasms. Upon doing a catheter access port procedure the healthcare provider noted that the catheter is patent, and he was able to aspirate csf (cerebral spinal fluid) back through the catheter access port. He then pushed dye into the catheter to find that it seems to be in the correct spot intrathecally. The surgeon and the managing healthcare provider came together to figure out what they wanted to do next for this patient and the managing healthcare provider is deciding to bring the patient back in to try to give the patient a bolus to see if there is any response from the bolus. This has not been done yet. The managing provider plans on bringing this patient back in as soon as possible. The surgeon has asked that if all else fails if they could replace the pump and the full catheter to see if this is a cause of this patient¿s symptoms. Diagnostically there are a couple of things that need to do beforehand giving the patient a new system surgery so that they know that this is the right option for the patient. Catheter access port, and dye study have been completed. The catheter seems to be patent. The next step will be bolusing patient and a possible lumbar puncture if there¿s no response with a single dose bolus.